Event description:
On or about (B)(6) 2002, the plaintiff was implanted with an ams sparc pelvic mesh product, "with the intention of treating the plaintiff for pelvic organ prolapse and/or stress urinary incontinence." It was alleged that the "plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, add'l surgery and/or other injuries, and that the "plaintiff has experienced significant mental and physical pain and suffering, has required add'l surgery and medical treatment and she has sustained permanent injury." It was also alleged that the "plaintiff was injured in her health, strength, and activity, sustaining injury to her person, all of which injuries have caused plaintiff severe mental and physical pain and suffering," and that the "plaintiff believes that such injuries will result in some permanent disability.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.